Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. The tests performed confirmed that the top plate of the arm needed to be reattached. The defective parts were glued for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the robot arm plate was non-functional. There was no patient involvement reported.